Event description:
Percutaneous coronary intervention (pci) was performed in a 270 degree calcified lesion with average torturous in the left anterior descending (lad) artery. The lesion was 90% stenosed. After stent deployment, intravascular ultrasound (ivus) was performed. The physician advanced the ivus catheter with high force as strong resistance was encountered. During withdrawal, the ivus catheter became stuck in the stent. Various forms of intervention attempted to free the ivus catheter from the stent were unsuccessful. The stent and the ivus catheter were removed as one unit by surgical procedure. The patient was reported in stable condition.